Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not evaluated. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: was a box of 4-0 the sutures ordered but a box of 5-0 the sutures received? Were both 4-0 and 5-0 devices received in the same box (product mix/ incorrect component)? If so, please confirm the quantity of devices involved of each type of needle specification. 4-0: 5-0: please provide a photo of the label box and a photo of the foil devices involved in the reported event. Please clarify if a credit or replacement needs to be processed. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date suture was used. The suture is supposed to be 4-0 the sutures in this box labeled were actually 5-0. There were no patient consequence was reported. The device is available for return.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Two open folders with four strands each and five unopened overwrap packets were received for analysis. Product code m8557. During the inspection of two open samples, the sutures were dispensed and examined along the strands, and no anomalies were observed. To evaluate the condition of the five unopened samples, the packets were opened. During the visual inspection, the sutures were correctly placed on the folder packet. The sutures were dispensed without a problem and examined along the strand, and no damage was observed. In addition, seven sutures were measured in the federal gauge, and the results met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.